Manufacturer narrative:
PMA/510(k): p100022/s001. The 2x zisv6-35-125-6.0-120-ptx stents of lot c1242638 involved in this event were implanted in the patient, and are unavailable for evaluation. With the information provided a document based investigation was carried out. Images are not available to support the complaint investigation there is no evidence that this event did not occur, therefore the complaint is confirmed based on customer testimony. According to the customer testimony, the use of a non-indicated drug (cilostazol) may have increased the likelihood of stent thrombosis. As imaging of the complaint event was not provided, and as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It can be noted that as per the product leaflet, arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1242638. According to information provided a poba (plain old balloon angioplasty) and thrombus aspiration was performed. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2016: zisv6-35-125-6.0-120-ptx/ c1242638 x 2 were placed in the right sfa by contralateral approach from the left cfa. On (B)(6) 2016: stent thrombosis was confirmed and claudication was observed. Then, thrombus aspiration and poba were performed. Though the thrombosis slightly remained inside the stent(s) when a flow was confirmed, the physician decided to finish the procedure with no further treatment as the remained thrombosis was within the allowable range. Claudication resolved after the additional treatment.